Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customers blood glucose level was 131 mg/dl. Reportedly, the customer loaded a new cartridge and tandem technical support instructed the customer to wipe any potential moisture from the speaker holes. The contact declined further troubleshooting with tandem technical support, and declined a follow-up to confirm that the alarm was able to be cleared.